Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's drg system trial procedure was abandoned because the dr. Was unable to advance the lead into the foramen due to the presence of scar tissue. Reportedly, several attempts were made for approximately one hour before the physician decided to abandon the procedure. The patient was reportedly doing well postoperatively.